Event description:
Pt on a levophed gtt to keep map >80. Pt bp started dropping about 1400 to map of low 70's. Med was titrated up over the next several hours with no response to med. Eventually fluid bolus given. Still no response. Finally, the pump channel was changed and tubing was noted to be collapsed inside the channel and no fluid was being delivered. The pump never alarmed. FDA safety report ID # (B)(4).